Event description:
It was reported that the measuring gauge measured incorrect nail length. A nail was placed and removed as it was the incorrect size. A second nail of correct size was replaced. Patient outcome: no adverse effect reported as a result of this event.